Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) for a rhythm check. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed intermittent ventricular undersensing on the current electrogram (egm). Follow up was conducted with the patients listed clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient had been seen twice at the clinic since their hospital visit. Hcp indicated that no reprogramming had been completed. The lead remains in use. No patient complications have been reported as a result of this event.